Event description:
It was reported by the customer that a pyxis medstation es system entire machine is failed. Customer stated that machine shows no storage spaces connected and no medication are available from that machine. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined entire station failed a field service engineer inspected connections as far as the internal network and the pyxibus is working fine. No problem has been detected after reboot and performed preventative maintenance. The system functioned as intended after field service engineer troubleshooted the device.